Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the comus are metallic spiraled wires') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and polymenorrhagia ("excessive and frequent menstruation") and was found to have uterine leiomyoma ("intramural leiomyoma of uterus"). The patient was treated with surgery (total vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, dysmenorrhoea, polymenorrhagia and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, embedded device, polymenorrhagia and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the comus are metallic spiraled wires') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menometrorrhagia ("excessive and frequent menstruation") and was found to have uterine leiomyoma ("intramural leiomyoma of uterus"). The patient was treated with surgery (total vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, dysmenorrhoea, menometrorrhagia and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, embedded device, menometrorrhagia and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.